Manufacturer narrative:
Device received with frozen display, problem isolated to electronic assemblies. Unable to verify unresponsive buttons, audio alert anomaly or hardware low level failures due to due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and keypad anomaly. The device failed the audio test. The customer¿s blood glucose during the incident was unknown. Customer states that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer declined to continue to troubleshooting. Customer performed the test and realized no difference between the audio setting and insulin pump failed audio test. The device will be returned for analysis.